Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that the patient regularly required an additional dose with mediocre effect. Did seen an improvement after the last pump adjustment. Extra dose setting has been raised from 0.25 to 0.30. After 2 days the infusion site is changed, the gentleman got a spot of 4 centimeter by 7 centimeter that is hard, red, and thick. In the morning, the start remains difficult, dose increased by 0.03ml/h. Due to a spot on the skin, patient was forwarded to the dermatologist, doctor has amoxicillin prescribed for this. No further information available.